Event description:
It was reported that, "aseptic loosening of the tibial component."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The hospital will not release the explanted device(s). Additional info pertaining to the device referenced in this report including x-rays and medical record(s) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.